Event description:
It was reported that high thresholds were observed on the right ventricular (rv) lead while using a lead adapter. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-25 lead, implanted 2008 (B)(6). (B)(4).